Event description:
On (B)(6) 2012, the reporter contacted animas alleging the down arrow is not responding well and must be pressed several times before functioning. Up and ok buttons respond normally. There are no cracks or tears in keypad and no trauma or water exposure is reported. The patient reportedly wore the pump in a pump skin attached to a belt. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the down button exhibits intermittent/delayed response. There was no visible damage to the keypad. The keypad was removed and buttons inspected; adhesive contamination was observed under down contact.